Manufacturer narrative:
A 9615332-2017-00111 is associated with argus case (B)(4), biotene oral rinse (unspecified variant).

Event description:
Accidently swallowed the biotene oral rinse [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene oral rinse (unspecified variant). On an unknown date, an unknown time after starting biotene oral rinse (unspecified variant), the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with biotene oral rinse (unspecified variant) was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene oral rinse (unspecified variant). Additional information: adverse event information was received via phone call on (B)(6) 2017. Consumer reported biotene oral rinse. Consumer stated that she accidently swallowed about 1/3 cup of the biotene oral rinse is this ok.